Manufacturer narrative:
The account is attempting to repair the device and does not plan to return to stryker. Based on the information provided, it appears that the light was shining directly on the surgeon's head. It is unknown how the cable became severed.

Event description:
It was reported that the fiber optic cable became severed and created heat on the surgeon's scalp. There was no report of any burns or injuries associated with this event.